Event description:
This skin prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref. Recall #3006760724-04-06-2011-001r). Adverse incident patient experienced severe irritation. Patient's daughter states, her mother was hospitalized twice this year because of two different infections related to smith & nephew recall wipes. Patient's daughter discontinued the use of ostomy bag because of severe irritation. Patient was diagnosis with having a c-diff infection and the patient was in the hospital for a few days in (B)(6) 2011. On patient's second visit to the hospital, she was diagnosed with having a pulmonary tract infection and was hospitalized for 11 days in (B)(6) 2011. Patient was prescribed levaquin 1000 mg given intravenously three times a day. This medication was prescribed for c-diss and pulmonary tract infection. Antibiotic: metronidazole 500mg taken three times a day for c-diss infection. Patient better and practically healed after discontinuing the use of smith & nephew uni-solve and skin prep wipes.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-general/systemic". No product was returned by the customer. Other return samples of the reported lot 0f184 were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lot indicate all specifications were met at the time of release and no inconsistencies were noted. An independent medical review concluded there was no correlation between the reported symptoms and the use of skin prep wipes.